Event description:
It was reported that during the last patient follow up in august of 2020, the battery longevity of this pacemaker had 2 years remaining. The device appeared to have triggered end of life in november 2020 but was not checked until recently. The patient reports worsening of exercise tolerance since winter, which was thought to be due to the pandemic and or patient mental health issues. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared elective replacement time (ert) than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that during the last patient follow up in august of 2020, the battery longevity of this pacemaker had 2 years remaining. The device appeared to have triggered end of life in november 2020 but was not checked until recently. The patient reports worsening of exercise tolerance since winter, which was thought to be due to the pandemic and or patient mental health issues. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the last patient follow up in (B)(6) 2020, the battery longevity of this pacemaker had 2 years remaining. The device appeared to have triggered end of life in (B)(6) 2020 but was not checked until recently. The patient reports worsening of exercise tolerance since winter, which was thought to be due to the pandemic and or patient mental health issues. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.